Event description:
On (B)(6) 2015 during review of the patient's programming history, it was observed that on (B)(6) 2013 a system diagnostics test was performed which changed the patient's settings and no final interrogation was performed. At the patient's next visit the patient's settings were found to be these faulted system diagnostics test settings.